Event description:
It was reported the doctor found the product package sealed incompletely in the clinical setting before using on patient. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one cath-lab sheath introducer set for evaluation. No definite signs of use were observed. Visual inspection of the kit revealed the bottom end of the kit was not sealed. No evidence of a former seal was present at the bottom end of the kit. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The customer report of an improperly sealed kit was confirmed through investigation of the returned sample. Visual inspection revealed the bottom end of the kit was not sealed. Based on the customer report and the sample received, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this issue.

Event description:
It was reported the doctor found the product package sealed incompletely in the clinical setting before using on patient. No patient involvement.

Manufacturer narrative:
(B)(4).